Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their keypad was unresponsive. There was no significant events leading to the keypad issues. The customer's blood glucose was 65 mg/dl. Advised customer to discontinue use of the insulin pump and revert to their back-up plan. No further information was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.